Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion sets fell off events during use on date 08-june-2024. The infusion set was in use for 1 day. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.